Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of the strip lot was performed. In-house testing on strip lot 370105ar met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation conclusion: investigation pending.

Event description:
Report received of unexpected high inratio values. Patient's therapeutic range 2 - 3. Previous inr results were 2.0 and 2.4 exact dates for these results not provided. Date: (B)(6) 2016 inratio2 inr = 4.7; repeat inratio2 inr = 5.5 ten minutes between tests. No reported adverse patient sequela.